Event description:
Parent and nurse state that vent shut off w/no reason or alarm. The state that machine came back on after 4-5 seconds and resumed working w/out any [problem. Vent was still working when homecare dealer got tot the patients home and exchanged the vent on ac power. See scanned page.